Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 400 mg/dl. Correction boluses were performed to address the bg level and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. The contact expressed their disappointment with the pump and was not confident the pump was performing as expected. Tandem technical support perform additional troubleshooting and the pump performed as expected and informed the customer that the issue could be caused at the infusion set site level. Reportedly, the customer continued to work with their healthcare provider in regard to different infusion set options to address the issue.